Event description:
The customer reported that the system exhibited an error. Further info was received from the fse indicating that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was evaluated and identified as requiring replacement. No conclusion can to be drawn as further system analysis or repair info is unavailable at this time and no additional service info was provided.